Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device did not recognize that the door was closed. A review of event history log revealed shut door to power off errors multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be damaged lower auxiliary latch switch hosing and the switch was pushed back not engaging the latch when the door was closed. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was closed. No additional information is available.